Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the ventilator alarmed with occurrences of post air and proximity sensor calibration. There was no patient involvement.

Manufacturer narrative:
The facility biomedical engineer reported he replaced the data acquisition board to address the finding. The device successfully passed performance specification testing.